Manufacturer narrative:
The reported product number is imported into the united states by bard; however, the product is manufactured by an outside OEM, sofradim. Therefore, no investigation will be required by bard. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, discomfort, suffering, disability and impairment.

Manufacturer narrative:
The reported product number is imported into the united states by bard; however, the product is manufactured by an outside OEM, sofradim. Therefore, no investigation will be required by bard. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, discomfort, suffering, disability and impairment.